Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned for inspection, and reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that potential cause of foreign material remaining in the subject device may be due to device not reprocessed properly as there were leaks caused by a pinhole in the distal sheath rubber and the insertion section. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): detection method is stated in instructions evis exera duodenovideoscope olympus tjf type 145 operation manual chapter 3 preparation and inspection. Preventive measure is stated in instructions evis exera duodenovideoscope olympus tjf type 145 reprocessing manual chapter 3 cleaning, disinfection and sterilization. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodenovideoscope exhibited foreign material at the distal end adhesive between the server plug-in and the distal end. There were no reports of patient involvement.